Event description:
The customer alleged the system's fluoroscopy function failed to operate. The device responded with "blinking lights." The complaint indicated an alternate system was necessary to complete the procedure.

Manufacturer narrative:
A ge service representative performed an on site investigation. A power supply adjustment was conducted. The system was noted to be functioning properly.